Event description:
Procedure: laparoscopic assisted distal gastrectomy. According to the reporter: egia60avm was used with idrive handle for anastomosis operations. At the 5th firing a doctor found the device impossible to fire. Upon inserting into and retrieving the instrument from the patient each time for replacement of sulu, the surgical opening became wider. By use of another manual handle of endogia device the extended surgical opening could be closed with no problem. Using the manual handle of egiaustnd for recovery and the case was completed with no problem. At inspection by setting with another sulu of egia60amt after procedure no problem in idrive handle was confirmed. No patient harm. The patient current status: good the doctor states with the safety lock released, the jaws had been closed and opened for several times. Our sr confirmed no staples deployed from the jaws. Operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: yes. No irreversible damage was involved. No anticipated tissue loss was also confirmed. Nothing fell into the cavity. Oozing bleeding. No blood loss of 500ccs or more.

Manufacturer narrative:
(B)(4).